Manufacturer narrative:
Product was not returned. A DHR review of the associated kit lot number (k08a110401224m1) were completed, and 0 discrepancies were found. A review of existing capas, scars and ncmrs were completed and there are no prior records related to false positive failure mode for this lot. Sample vial lot dhrs reviewed: 2112320, 2112296 (associated internal lot #s 211346.1-1q and 211346.1-1l) test lot dhrs reviewed: 2112080, 2112364, 2111061, 2112300, 2112232, 2112349, 2112078 (associated internal lot #s 210762-23z, 2113462-3g, 210762-13w, 211346.2-1o, 210762-26k, 2113462-2w, 2113462-2v, 210762-23k) based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. This device is manufactured under (B)(4) check-it.

Event description:
One device reported as having a false positive result. Complainant performed an additional quickvue test and two pcr tests with negative results.